Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle of the starting internal pressure gauge did not reach the correct value. There was no patient involvement, no patient injury was reported.